Event description:
It was reported that the procedure was performed at c3-4. After the cage was placed, the surgeon chose to free hand screw insertion, despite the recommendation to use the all in one drill guides to achieve proper screw angulation. When the surgeon placed the screw into c3, the screw was at too shallow of an angle and wouldn't properly seat all the way into the cage. The screw was removed, and a rescue screw was inserted, but also wouldn't seat properly into the cage. The locking mechanism on the screw splayed slightly and the screw remained in a slightly proud position at the completion of the surgery

Manufacturer narrative:
Method: device history review;results: it was reported that the surgeon freehanded this screw during insertion. The anchor c surgical technique states that use of a free hand technique is strongly discouraged and use of the guide/inserter tip is required.conclusion: the plausible root cause of the reported event is a misuse. Specifically the guide was not used during screw insertion which cause the screw to go into the bone at 2 shallow of an angle and therefore did not seat properly in the cage.

Event description:
It was reported that the procedure was performed at c3-4. After the cage was placed, the surgeon chose to free hand screw insertion, despite the recommendation to use the all in one drill guides to achieve proper screw angulation. When the surgeon placed the screw into c3, the screw was at too shallow of an angle and wouldn't properly seat all the way into the cage. The screw was removed, and a rescue screw was inserted, but also wouldn't seat properly into the cage. The locking mechanism on the screw splayed slightly and the screw remained in a slightly proud position at the completion of the surgery.